Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use of a polyflux 14l dialyzer, particulate matter was observed ¿inside the cartridge¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, four hotographs of the sample were provided for evaluation. Visual inspection by the naked eye found that the product was dry. A long black particulate matter in the dialysate pathway was visible. The reported failure was confirmed. Due to the absence of actual sample the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.